Event description:
This is an event involving a heparin infusion line part of continuous renal replacement therapy (crrt) filtration that was leaking during patient use. There was no adverse reaction reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).the sample was received in a condition that did not make an evaluation possible. However, a photograph of the product was reviewed. During visual inspection of the photograph, it was unable to be determined if there was a leak of the syringe. The syringe still had heparin inside and had not leaked out. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review performed on the lot involved revealed no abnormalities.

Manufacturer narrative:
(B)(4). The sample received was contaminated; therefore the sample cannot be evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.